Event description:
Four external shocks were delivered to the pt. The device could not subsequently be interrogated after attempting normal troubleshooting and the recommendation for device explant was given. The device is currently implanted. On (B)(6) 2012, "the device has not yet been explanted and at this point is not even scheduled. The pt is in non-stable condition." If the pt stabilizes, a heart cath (angiogram) would most likely be performed before the device is replaced."